Event description:
As reported on (B)(6) 2025, at the drift review meeting, it was recommended pausing site use of pa data and scheduling recalibration. The patients pulmonary artery (pa) trend data raised concerns due to persistently low or negative values and poor correlation with weight, prompting an investigation for possible sensor drift; historical case review noted prior site concerns and a previously attempted emi assessment in (B)(6) 2025 that was closed after unsuccessful contact attempts, while cordella data access platform data over the prior 10 months demonstrated consistently low noise, high signal strength, stable theta values, and no need for retraining, and bulk analysis on (B)(6) 2025 supported signal stability. In mid (B)(6) 2025, further review showed the patient had been flagged for negative pa trends nearly weekly since (B)(6) 2025, with strong correlation between mean pulmonary artery pressure (mpap) and weight but minimal correlation with pulse pressure, leading edwards ihfm and the medical affairs team through (B)(6) 2025 to suspect physiologically low pa pressures rather than device related negative drift, possibly associated with recent weight loss and glp1 medication use. The patient subsequently underwent rhc and recalibration on (B)(6) 2026, and post procedure review by edwards ihfm on (B)(6) 2026 identified post calibration supine flags due to readings marked supine that were actually seated, resulting in negative values explained by low reference pressures, appropriate mpap and pulse pressure trending, and a static offset shift consistent with drift delta; manual catheterization values of 29/7 (mean 14.33 mmhg) were reported due to connection issues, a pressure adjustment of +9.1 mmhg was applied, and final results were determined to be within fluid filled levels of agreement, concluding the investigation.

Manufacturer narrative:
The investigation remains ongoing at this time. Additional information will be submitted in a follow up report within 30 days of receipt.